Event description:
It was reported "the swg was found kinked during used on the same patient. Involved 2 pc." No medical intervention required. No patient harm or injury was reported. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00056.

Manufacturer narrative:
(B)(4), the report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one, opened cvc kit for analysis. The guide wire will be analysed as part of this complaint investigation. Signs-of-use were observed. The guide wire was observed to have one slight kink/bend adjacent to the distal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink on the guide wire were located 570mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 601mm via calibrated ruler, which was within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.79mm via calibrated caliper, which was within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through the returned ars and lab inventory introducer needle. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the swg was found kinked during used on the same patient. Involved 2 pc." No medical intervention required. No patient harm or injury was reported. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00056.